Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The system was tested and found to working as intended and put back into service.

Event description:
The customer reported that the system had poor quality images and the system displayed an error message. No pt injury was reported.